Manufacturer narrative:
Additional suspect medical device component involved: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5178541.

Event description:
It was reported that the patient experienced erosion at the site of the lead and lead extension connection on the left side of the head. The patient underwent a revision procedure where the lead was replaced. The patient was noted to have fully recovered post-operatively. The explanted lead was discarded at the facility and was not returned.